Manufacturer narrative:
Dade behring personnel evaluated the filter data. Instrument maintenance was performed on the heterogenous module.

Event description:
A falsely elevated troponin (ctni) result was obtained on one pt specimen. Repeated analysis of the specimen on the same analyzer obtained a normal ctni result. The normal result was reported to the physician. Troubleshooting of the device by dade behring personnel resulted in maintenance to the heterogeneous module. There were no adverse health consequences as a result of the falsely elevated ctni results.